Manufacturer narrative:
Continuation of concomitant products: product ID: w3dr01, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a transmission was being sent each night, the remote monitor would heat the patient's skin. It was hot to the touch and had eventually led to a blister. The cardiologist encouraged the patient to follow up with the manufacturer. The manufacturer explained that the device should not heat to the point of leaving blisters on the skin. It was also encouraged to continue to follow up with the doctor. The patient reported that the remote monitor was hot, and it was "so hot that when I go to send a transmission, blisters have appeared around the skin". Follow up with the clinic confirmed that the patient was seen by the doctor for device and wound check. It was stated that the patient's symptoms were not related to a product malfunction and there were no blisters evident. No interventions planned or had been taken as a result of the event. The patient had been seen in the emergency room and the remote monitor had been downloading daily. The remote monitor is still in use. No patient complications have been reported as a result of this event.